Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have called ambulance and was hospitalized on several occasions due to low blood glucose. Customer reported that on (B)(6), ambulance was called due to low blood glucose. On (B)(6) 2016, customer was taken to the hospital due to low blood glucose and was hospitalized for three days. Customer found out while hospitalized of having stage 4 kidney failure. Customer also reported of having low blood glucose on (B)(6) 2016 and ambulance was called. Customer reported of having low blood glucose on (B)(6) 2016 which caused him to crash vehicle and was taken to the hospital. Customer stated that there were two other incidents due to low blood glucose. Customer believes that kidney failure may have been causing low blood glucose.